Manufacturer narrative:
The device was returned for evaluation. During testing, the device would relay an image but the image was noisy due to a broken charge coupled device. The evaluation identified the following areas of damage: the connecting tube, up/down knob, the up/down plate, the scope body, the switch box unit, and the universal cord were scratched; the light guide cover lens and distal end cap were damaged; the connector cover was cracked; the flexible printed circuit board was broken; the bending section cover adhesive was peeling; and the electrical connector unit showed corrosion. Functional testing determined the scope unit circuit board was defective, the directional knobs had excess play and the directional angles were low but still within specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis exera ii bronchovideoscope was being prepared for a diagnostic bronchoscopy. The customer reported that during preparation, the facility power had voltage fluctuations and a power outage. Once the power was restored and the system was restarted, the scope was recognized by the video system but there was no image relayed. The customer reported the procedure was completed with a similar device. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely water invaded el-connector (electrical connector) during user handling and ccd (charge-coupled device) unit was broken. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use warnings and cautions: caution ·turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning ·follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system inspection of the endoscopic image 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement.¿ olympus will continue to monitor field performance for this device.